Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿ updated. B5 executive summary - updated. F10/h6 health impact code grid - health effect - impact code - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the distal end of the guidewire had been fractured. The fracture point exhibited a fracture to the nitinol tubing with evidence of torque forces; the core wire was fractured with bending noted to the fracture point. Approx. 19cm of the guidewire had been fractured and not returned. Unable to perform functional testing as the device was fractured. The reported guidewire fracture and un-retrieved device fragments were confirmed during the analysis. The device failed to meet specification when received, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This complaint was reported for nv - guidewire distal tip broken/fractured during use and nv - un-retrieved device fragments. It was reported that during the procedure, a synchro 0.014 300 guidewire was prepared for use. However, the physician found it uncontrollable. Angiography revealed that the tip of the guidewire had fractured. The proximal segment of the guidewire was then withdrawn for retrieval, while attempts to remove the fractured distal segment using a snare were unsuccessful, leaving it inside the patient's body. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The wire was torqued to overcome the resistance, force was used to overcome resistance, and the vessel had 95% stenosis. The issue was noted when manipulating the product, the operator found the guidewire was broken. The physician tried to use synchro to go through the middle cerebral artery mca stenosis but at that time he found the handling was different with the image under x-ray, so he confirmed the guidewire fracture under x-ray. Tried to take the fractured tip out but failed. The guidewire was returned, and it was confirmed that approximately 19cm of the distal end of the guidewire had been fractured and not returned. It was reported that the guidewire was advanced and torqued against resistance, which can cause fractures to the guidewire. There was a high percentage of stenosis at the target site which is likely to have caused difficulties to advance and manipulate the guidewire causing the subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip broken/fractured during use and un-retrieved device fragments and to the analyzed guidewire broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure for middle cerebral artery mca stenosis, when the subject guidewire was used, the physician found it uncontrollable. Angiography revealed that the tip of the subject guidewire had fractured. The proximal segment of the guidewire was then withdrawn for retrieval, while attempts to remove the fractured distal segment using a snare were unsuccessful, leaving it inside the patient's body. The physician did not take further action regarding the retained fragment and subsequently completed the procedure using another guidewire. No further information is available. Additional information received on 14-oct-2025 stated that the patient has been discharged from the hospital and is now taking anticoagulant medication at home.

Event description:
It was reported that during the procedure for middle cerebral artery mca stenosis, when the subject guidewire was used, the physician found it uncontrollable. Angiography revealed that the tip of the subject guidewire had fractured. The proximal segment of the guidewire was then withdrawn for retrieval, while attempts to remove the fractured distal segment using a snare were unsuccessful, leaving it inside the patient's body. The physician did not take further action regarding the retained fragment and subsequently completed the procedure using another guidewire. No further information is available.